Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.50 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. It was noted that the edge of the stent struts were flared. The procedure was completed with a 2.5x38nn non-bsc stent. There were no patient complications nor injury reported.